Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir window and cracked case near display window corners noted during visual inspection. Moisture damage noted on motor assembly and on lcd board during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was performed. The device was returned for analysis.